Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient failed to charge the ipg as recommended. In turn, the ipg was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.